Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had failed cubie pockets. The field service engineer (fse) identified a failed drawer on main 2-1 that was not displaying cubies. The hardware test application (hta) was run, and no cubies were detected. The fse removed and reseated the row board cables and pyxibus connections and replaced the drawer boards. Hta was run again, and all cubies were successfully opened and popped. The drawer subsequently displayed cubies correctly and was confirmed to be fully functional. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had failed cubie pockets. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.